Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6), 2021 that patient underwent the original surgery. The patient was seen on (B)(6), 2021 for a follow up and post op x rays. It was discovered that the most distal screw had advanced and was bothering the patient. The patient will be revised with a new screw and end cap to lock the distal screw. This report is for one (1) rfna / 12mm / 340mm 5 degree bend / sterile. This is report 1 of 2 for (B)(4).